Event description:
A pt reported experiencing inaccurate high results with a otu meter. The pt's blood glucose results were 129mg/dl (last strip), 190mg/dl (new bottle), 120mg/dl (2nd bottle of new strips). Tests were done within <10 mins with a difference of 28%. Pt did not experience any adverse events. No further info has been reported. Note-one of the new bottles' lid was open when the pt opened the box.